Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information ID as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that two days after placement of tracheostomy tube in patient, the flange was noted to be broken away from the tube. Reintubation was required.